Event description:
It was reported that the lead exhibited low unipolar impedance of 265 ohms. Bipolar impedance was 445 ohms. The ventricular polarity was changed to the bipolar configuration.

Manufacturer narrative:
No medwatch form was received.